Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device had no power, did not function with batteries or test bench. It was noted the electronic control unit was not functional (no voltage output). The assignable root cause was due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during before a tibial-plateau-leveling osteotomy(tplo) surgery, it was observed that the battery reamer drill device would not turn on. According to the report, the device would not operate in the forward or reverse mode settings. It was further reported that the device was tried with different batteries but yielded the same result. A secondary battery pack was inserted and the device was still not operational. It was not reported if there were any delays in the planned surgical procedure. An identical spare device was available for use and the surgery was a success. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.